Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the hospital for an elective generator changeout, the lead was capped and replaced due to an unspecified pacing lead impedance anomaly. No further information is available.